Event description:
While inserting temporary pacing under fluro spikes observed, no capture. Three pacemakers applied all unsuccessful, batteries were replaced, new cables tried all unsuccessfull. Then switched to a different brand and was successful.